Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 1 ½ syringe of skinvive¿ by juvéderm® on each cheek. That same day, the patient experienced ¿vascular occlusion on the left cheek.¿ the hcp treated the patient with ¿viagra, aspirin, and flooded the affected area with 4cc of 1500u/ml of hyaluronidase¿ and applied massage and heat. The patient had a follow up in the next morning but never showed up. When patient left the clinic skin was motted a bit, but their capillary refill normalized after. Symptoms status is unknown.